Event description:
It was reported that this right atrial (ra) lead exhibited pacing inhibition and loss of capture (loc). It was noted the thresholds and pacing impedances had steadily increased over the last few years. Subsequently, a revision procedure was performed. The ra lead was tested on the pacing system analyzer (psa) and there was no capture at maximum outputs. Fluoroscopy was performed and the physician thought the lead was fractured into two pieces near the tip. The ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.